Event description:
The patient underwent prophylactic generator replacement surgery. The pre-operative diagnostics were within normal limits. The first replacement generator showed high impedance on system diagnostics. No test resistor was available for troubleshooting. The surgeon decided to use a different generator, which also showed high impedance. Troubleshooting was performed and the high impedance was successfully resolved for incomplete pin insertion after the connector pin was removed and the generator header was flushed out. The surgeon requested analysis on the first generator, as she suspects the high impedance was related to a device failure. Device history record was reviewed for the suspect generator. The generator was sterilized and passed all quality control measures prior to distribution, and no unresolved nonconformances were found. The suspect generator was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed for explanted product. The high impedance reported was not duplicated in product analysis lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the setscrew shows indention marks indicating the setscrew was at one-point time secured to a lead pin. A comprehensive automated electrical evaluation showed that the generator performed according to functional. There were no performance, or any other type of adverse conditions found with the pulse generator or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.